Event description:
Healthcare professional additionally reported "white milky substance was noted within the periprosthetic space and also within the implant itself."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed smooth opening on posterior. Additional observations: ¿ crease fold observed. ¿ yellow and white particles inside of the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right-side deflation. Device has been explanted and replaced.